Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown "self-check failure" message and then stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that they were unable to duplicate the issue, but it was observed in the logs. Complaint could not be duplicated under stress testing. The device passed all rcs testing. The device was internally inspected. No discrepancies were found. As the device had multiple points during operation of failed attempts to autocal (conditions log), the spm was replaced as a precaution. The device was recertified and returned to teh customer. No emerging trend based on similar reports